Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. It was reported that the needle popped off of the suture and there was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch de2192, mfg date: 05/06/2011, exp date: 01/31/2016; batch de2820, mfg date: 04/27/2011, exp date: 01/31/2016.